Event description:
The case states that the facility's dsd-201 automated endoscope reprocessor had their temperature probe safety settings turned off. It is possible the machine was not properly disinfecting scopes between patients, therefore potential cross contamination.

Manufacturer narrative:
The case states that the facility's dsd-201 automated endoscope reprocessor had their temperature probe safety settings turned off. It is possible the machine was not properly disinfecting scopes between patients, therefore potential cross contamination. Medivators field service engineer (fse) was contacted for a service call and the temperature probe issue was reported. The fse was onsite two days later to adjust the diagnostics of all settings on both of their machines. The devices now operate according to specification. It is unknown how long the temperature probe functionality was adjusted and without these safety settings the machine would not alarm when or if there was a temperature error. To date, there have not been any reports of patient illness or injury. This complaint will continue to be monitored within medivators complaint system.